Event description:
During baxter's evaluation of a spectrum pump, a delayed keypad response was observed. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the delayed keypad response, which was experienced during evaluation. The delay observed was about 3 seconds. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced. Additional information: (other) in place of previously used, (delay).